Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#:(B)(4). ; product ID: 977a260, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is having difficulty with recharging, in that they cannot find their ins or connect with it. Rep reports the patient's ins is at 60% charge, but when recharging, states "cannot find ins". Ts advised rep to have the patient call ps for troubleshooting, as the patient was not with the rep at the time of call. Rep states this began today. Ts reviewed we don't have a document that discusses antenna locate to provide to patients for ins. Patient and patient rep called back repeating information. Patient reported that they are having connection issues between the recharger and implant. Patient mentioned that they had surgery recently and had their leads replaced and have since had some problems but now are really having problems charging the implant. Patient noted that they have to stop and start and stop and start and so on when charging and have to move the recharger but that does not help. Patient stated that charging doesn't seem to be getting easier and takes a long time; patient added yesterday they charged for an hour and only increased 10%. Agent walked patient through a controller reset and had patient inspect the recharger for any visible damage; patient confirmed no damage. Agent had patient start a charge session and patient was recharging excellent but shortly after got poor recharge quality and could not get excellent back. Patient mentioned they slightly moved and so did the quality. Patient followed up saying when they charge they have to precisely place the recharger an cannot move. Patient rep asked if there was faster shipping because this has been going on for a week and they are worried about the patients charging; agent reviewed information. Patient rep added there was miscommunication between the mdt rep mac and themselves and so they thought this would've already been handled. Agent sent an email to repair to replace the recharger and to device registration to update patients name.